Event description:
It was reported that the leg of a walker broke in half and caused the user to fall. The user got surgery to repair his joints. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional manufacturer narrative: this MDR was inadvertently filed under registration number (B)(4). The correct registration number associated with the reported product is (B)(4).

Manufacturer narrative:
The incorrect date was submitted on the initial medwatch.